Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the sys error 105 experienced during functionality testing which was not reproduced. Further eval found the sys error 105 to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed sys error 105. There was no pt involvement.